Event description:
Boston scientific received information that a low out of range shock impedance measurement was recorded for this right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative received additional information from the clinic that the out of range shock impedance measurement was reviewed by the physician. Further additional information from the clinic notes that the patient has not been seen in the office since the alert. No adverse patient effects were reported.